Event description:
It was reported by the customer that bd pyxis¿ medbank mini would not allow to get the medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to issue medication. The customer reported being unable to issue oxycodone 10mg for a patient despite multiple attempts. A remote session was initiated to access the cabinet and inspect the drawers, which were found to be functioning normally. While still connected remotely, the customer attempted to issue the medication again and was successful. It was observed that the medication did not prompt for validation. Upon checking the settings, it was found that the medication should have required rxverify or a validation code. A technical support specialist (tss) could not duplicate the issue. The tss confirmed that customer was able to issue medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported by the customer that bd pyxis¿ medbank mini would not allow to get the medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.